Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0v686 , implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Lead was returned to medtronic. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The manufacturing representative through doctor reported that lead got dislodged and impedance was <(><<)> 4000 and revision was carried out. Patient was recovered with sequela. Doctor was looking for analysis of the results. There were no complications or that no further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0v686, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Tined lead ,3889-28 (va0v686), analysis found the stim lead body conductor broken at or near the tines. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
The previously reported evaluation code - (B)(4) has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.